Manufacturer narrative:
A ge service rep performed an onsite investigation. The system interface board, control panel processor, and power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was unable to perform fluoroscopy. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.